Manufacturer narrative:
A third party service provider evaluated the device and was contacted numerous times for the outcome of the evaluation. No response was received. The device has not been returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer submitted a medwatch form to the FDA to report that their lifepak 15 and lifepak 20 devices failed to provide shock and/or initiate pacing. The customer indicated that the injuries sustained by the patients were life threatening and required intervention to prevent permanent impairment/damage. However, no further details were provided. Physio-control contacted the customer to request additional information on the patients involved. No response has been received from the customer.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer submitted a medwatch form to the FDA to report that their lifepak 15 and lifepak 20 devices failed to provide shock and/or initiate pacing. The customer indicated that the injuries sustained by the patients were life threatening and required intervention to prevent permanent impairment/damage. However, no further details were provided. Physio-control contacted the customer to request additional information on the patients involved. No response has been received from the customer.